Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed the impedance measurement anomaly. The reported anomaly was due to fractured rv cables. This likely occurred due to exposure to a bending force and over time the rv cables fractured at the connector leg close to the distal end of the strain relief coil.

Event description:
It was reported that the lead was explanted due to high impedance.